Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end device was used during a ureteroscopy (urs) procedure performed on (B)(6)2022. During the procedure, the catheter broke inside the patient. It was reported that a piece of the catheter was detached inside the patient; however; it is unknown if the detached piece has been retrieved. There were no patient complications reported as a result of this event. Note: the photos submitted by the customer confirmed that the catheter was broken in two separate pieces.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.